Event description:
Elective surgery for bilateral severe breast scar contractures. Had longstanmding shoulder pain and pain of upper arms. Large areas of calcium deposits especially around left breast capsule were noted showing longstanding rupture of both implants. No replacementsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.